Event description:
(B)(6); phone: (B)(6) email: (B)(6). Thank you for the newsletter article regarding the broselow tape dosing error from airlife. We discovered that we have these tapes with the described error. I found that this company also had a recall in may for the rev. 2 https//www.FDA.gov/medical-devices/medical-device-recalls-and-early_alerts/broselow-peditric-emergency-rainbow-tape-recall-airlife-removes-certain-broselow-pediatric (https://www.FDA.gov/medical-devices/medical-device/recalls-and-early-alerts/broselow-pediatric-emergency-rainbow-tape-recall-airlife-removes-certain-broselow-pediatric). We checked our rev 3 in which those issues in the recall are resolved, but the flumazenil and rocuronium errors are present. It seems like two versions in a row contained significant errors. Error occurred; medication did not reach pt.